Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed functional damage to the power extension cable in the form of exposed broken internal wires from the area where the pvc overmold joins with the dc jack connector. No other discrepancies or discernible damage besides normal wear and tear could be identified on the unit. No blown components, burnt areas, or any other residual effects that could have been associated with sparks were observed. Sparks were never encountered when the unit was powered on. The backplate of the device was removed and a standard power supply was connected to the unit. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Sparking from the power extension cable was reported. The patient electronics device was replaced and there were no adverse consequences to the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.